Event description:
It was reported that there was a lead safety switch (lss) due to high out of range pacing impedance measurements of greater than 2000 ohms for the pacemaker and another manufacturer's right atrial (ra) lead. Review of the remote home monitoring data found that the ra lead impedance had been intermittently high over the last 10 months with impedances ranging from 900 to 1900 ohms. The patient paces 80 percent in the atrium and there has been oversensing of noise creating inappropriate atrial tachy response (atr) episodes. The patient was brought into the clinic where all measurements were within normal limits, thus they decided to continue to monitor the patient. The pacemaker and ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 captures the reportable event of surgery. This report is being filed to correct the b1 adverse event/product problem, b2, outcomes attrib to adv event b5 describe event or problem and h1 type of reportable event

Event description:
Additional information was received from the patient that he had undergone a lead revision procedure three months earlier where the other manufacturer's right atrial (ra) lead and pacemaker had been explanted and replaced. A lead fracture was suspected based upon in clinic interrogation findings, however it was not conclusively determined. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was a lead safety switch (lss) due to high out of range pacing impedance measurements of greater than 2000 ohms for the pacemaker and another manufacturer's right atrial (ra) lead. Review of the remote home monitoring data found that the ra lead impedance had been intermittently high over the last 10 months with impedances ranging from 900 to 1900 ohms. The patient paces 80 percent in the atrium and there has been oversensing of noise creating inappropriate atrial tachy response (atr) episodes. The patient was brought into the clinic where all measurements were within normal limits, thus they decided to continue to monitor the patient. The pacemaker and ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
Additional information was received from the patient that he had undergone a lead revision procedure three months earlier where the other manufacturer's right atrial (ra) lead had been explanted. No further information was available in regards to the device. At this time evidence suggests the pacemaker remains in service and no additional adverse patient effects were reported.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.